Event description:
It was reported that the patient presented via merlin.net transmission. Upon investigation, non-sustained rv over sensing was noted due to post paced t wave over sensing. The patient was asymptomatic. Programming changes were made. Patient remained asymptomatic.